Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation the device's lcd screen was found to be physically damaged. The screen comes on, but the information is unable to be read. The device's lcd screen needs to be replaced to address the issue. Additionally, the front and rear enclosures were found to be physically damaged and need replaced. No repairs were performed. The device was scrapped. Review of the complaint information found that no death or serious adverse event occurred. The device evaluation found no evidence of product malfunction in which the ability of the device to deliver the prescribed therapy to the published specifications would be impacted. In addition, there is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to recur. This complaint is not reportable to any regulatory agencies.